Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid leaks when removing the cassette from the cycler after ending two of the patient's pd treatment. (Dates unknown) the patient contact said the first time it dripped from the cycler when she removed the cassette but the inside of the cycler was not wet. The next time she could see some wetness but it was not dripping. It is unknown at which point in therapy the leaks may have begun. The cause of the leaks are unknown. Upon follow up, the pdrn confirmed the reported fluid leak events but could not confirm the dates. The pdrn stated that there has been one unknown alarm associated with the multiple leaks but could not confirm the date of the alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid leaks when removing the cassette from the cycler after ending two of the patient's pd treatment. (Dates unknown) the patient contact said the first time it dripped from the cycler when she removed the cassette but the inside of the cycler was not wet. The next time she could see some wetness but it was not dripping. It is unknown at which point in therapy the leaks may have begun. The cause of the leaks are unknown. Upon follow up, the pdrn confirmed the reported fluid leak events but could not confirm the dates. The pdrn stated that there has been one unknown alarm associated with the multiple leaks but could not confirm the date of the alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events.